Event description:
The event is reported as: the EKG monitor on the pt was not working properly while concha neptune heater and heated wire circuit were in use. No pt injury or intervention reported.

Manufacturer narrative:
It is unk if the device sample is available for eval. The results of the investigation are not available at the time of this report.